Manufacturer narrative:
(B)(4). Investigation conclusion: not confirmed: bd was not able to confirm/ reproduce the incident in question. Samples/ photos analysis: it was not received sample from customer to analyze. DHR review: the batch complained was manufacturing during 03/nov/2017 until 09/nov/2017. The inspections carried out on the assembly machine were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. Please be advised that the current controls for detecting the defect are performed by visual inspection each 2 hour in (B)(4) pieces. Qn/ maintenance review: there are no quality notification (qn). It was verified a maintenance record that could lead to this issue (sap# (B)(4)). It was performed the DHR and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation, but, evaluating the maintenance record (sap# (B)(4)). It was possible identify that occurred a jam in snd assembly process, that could generated the defect found by the customer. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The defect identified by this complaint will be monitored to tendency analysis root cause description: it was verified the maintenance record and was found that the register (sap#(B)(4)) was opened to fix a jam in the snd process, that could originate the defect found by the customer. Without samples / photos is not being possible performing an investigation, determine the root cause for the defect and confirm the complaint.

Event description:
It was reported that before use a bd ¿syringe was found with a ¿defect in the plunger and cracked in the body/barrel. There was no report of exposure, injury or medical intervention needed.